Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a photograph for investigation. Evaluation of the photograph demonstrates underfill. Several factors can affect the quantity of blood drawn, including altitude, ambient temperature, barometric pressure, age of the tube, venous pressure, and filling technique. Tubes with smaller draw volumes may fill more slowly due to lower vacuum. Key factors to ensure correct vacuum draw include proper storage temperature, correct assembly of the blood collection system, use of a discard tube with a blood collection set, proper needle positioning during venipuncture, and placing the tube centrally in the needle holder for complete puncture of the stopper. Retained samples were not tested for this complaint record. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.